Event description:
This report is 2 of 2 being filed to document the post-operative set screw back out /loosening. See MDR 3012120772-2025-00072 for the first report related to this event.

Manufacturer narrative:
B5: a correction was made to a sentence in the initial MDR submission. The returned implants were evaluated by engineering. The evaluation found no issues with the set screw of lot: aw189566b. The set screw of lot: aw189566b demonstrated intended normalization, as seen by the indentation on the dimple. (See 3012120772-2025-00072 for the evaluation of the set screw of lot aw197296b) review of labeling: possible adverse events. Bending, disassembly, or fracture of implant and components postoperative fracture due to trauma, defects, or poor bone stock.

Manufacturer narrative:
Two md1-100016 pointlock set screws were returned along with the implants noted in d10 and are currently being evaluated by engineering. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components postoperative fracture due to trauma, defects, or poor bone stock.

Event description:
On 08 dec 2025, seaspine/orthofix was made aware of a post-operative screw fracture related to the mariner mis posterior fixation spinal system. It was reported that a revision surgery was performed to correct the screw fracture. Neither the index surgery date nor the revision surgery date for the screw fracture were provided. (See MDR 3012120772-2025-00071 for this event). After the revision surgery, it was reported that a pointlock set screw backed out/loosened post-operatively, which required an additional revision surgery. This report is 2 of 2 being filed to document the post-operative set screw back out /loosening. See MDR 3012120772-2025-00071 for the first report related to this event.